Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a total vaginal hysterectomy with repair of anterior and posterior with uphold procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the carrier protruded and would not retract back to the capio head. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem of capio carrier would not retract. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.